Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received twice a result of lo (= lower than the measurement range of the meter) while she was at home. The customer went to the pharmacy and there, she received a result of 25.7 mmol/l on the pharmacie´s meter. The customer was accompanied to the hospital and the patient received the following results within 15 minutes: 13 mmol/l (professional´s meter) and 2.3 mmol/l (user´s meter). The customer took her medication based on the result of her meter and experienced a shock. No more information was provided.